Event description:
A customer reported to baxter (B)(4), a vented paclitaxel set in which there was a problem during the priming of the set. There were no reports of patient involvement, patient injury, medical intervention or adverse events associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). One actual sample was returned to the manufacturing plant for evaluation. Visual inspection as well as functional tests were performed. An underwater test was performed at 0.56 bar to test for blockage. This test showed that the set was blocked at the level of the junction between the tube-chamber. Therefore, the reported condition was confirmed. The assignable root cause was determined to be excess solvent. A corrective action was already implemented. A medica solvent dispenser is now used during assembly in order to reduce/remove risks of uneven solvent application. A batch review was performed on the reported lot with no deviations found. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation; however, it has not yet been completed. Once the evaluation is complete, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Baxter will continue to monitor similar reports to determine if further actions are required.